Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that after the bifurcated stent graft was implanted from left side there was still approximately 4cm to the internal iliac artery and angiography was performed. The physician decided to implant another endurant iliac stent graft. After ballooning, angiography was performed and the device was found to have extended inside the internal iliac artery by 1-stent length. It might be caused by inaccurate angulation of the c-arm. Per the physician, the internal iliac artery was confirmed to be approximately 1 cm higher than expected, therefore, it was an acceptable result. No intervention is required at this time. No clinical sequelae were reported and the patient is fine.